Event description:
The balloon was placed in the distal internal carotid artery (ica) and it was inflated and deflated during three retriever passes without issues. It was reported that on the last retriever pass, the balloon would not inflate. It was observed that contrast diffused from the balloon; therefore, it was removed. Upon inspection of the balloon post procedure, it was discovered a "pin prick hole" which was causing saline to leak. There were no patient clinical consequences reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the proximal and distal shaft were found to be kinked. A severely kinked on its proximal shaft approximately 3.0cm and 58.5cm from its proximal end. In addition, the flow gate was wrinkled on several places along its proximal shaft length. Further examination, a hole/perforation was found in the balloon. Following the functional test, the balloon failed to inflate and leaks were observed from the balloon. Information available indicated that there were no issues with inflation during prep, the balloon was prepped per the device directions for use dfu. It is possible that the kinks and wrinkles observed on the proximal and distal shaft could have contributed to the reported failure to inflate; however, it is not clear what caused these analyzed anomalies. In addition, it is not clear what caused the reported hole/perforation in the balloon which led to the balloon leak as it was reported that maximum inflation volume was not exceeded. Based on the information available and analysis of the device, the cause for the reported issues and analyzed anomalies could not be definitively determined.

Event description:
The balloon was placed in the distal internal carotid artery (ica) and it was inflated and deflated during three retriever passes without issues. It was reported that on the last retriever pass, the balloon would not inflate. It was observed that contrast diffused from the balloon; therefore, it was removed. Upon inspection of the balloon post procedure, it was discovered a ¿pin prick hole¿ which was causing saline to leak. There were no patient clinical consequences reported.